Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. A customer received unspecified higher sensor readings on the adc device compared with a competitor's unspecified reading. The customer noted a horizontal trend arrow indicating glucose is changing slowly (less than 1 mg/dl per minute). The customer reported no symptoms and self-managed by taking glucose, drinking juice, and eating. The customer contacted a healthcare professional who obtained a blood glucose test with unspecified results and administered actrapid insulin for treatment with an unknown dose and type. There was no report of death or permanent impairment associated with this event. A sensor scan results of 380 mg/dl and 284 mg/dl compared to readings of 31 mg/dl and 21 mg/dl respectively obtained on an adc meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown if these were readings were taken during the actual event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.